Event description:
Boston scientific crm received info that this right atrial (ra) lead had exhibited sensing issues, loss of capture and dislodgement. At this time the product remains in service. If add'l info becomes available this event will be updated as necessary. There was no indication that there has been any corrective action taken.

Manufacturer narrative:
Dislodgement without intervention.